Event description:
Caller reported that insulin gauge displayed an amount different than expected earlier in the day. There was no reported impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.